Manufacturer narrative:
Concomitant product: product ID: d314trg, crt-d, implanted: (B)(6) 2013.

Event description:
It was reported that the device exhibited premature depletion. The device was removed and replaced. It was also reported that the left ventricular lead exhibited high thresholds. The lead was capped and replaced coincident with device replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.